Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, the patient presented to the emergency room with abdominal pain. Computed tomography angiogram was performed and revealed an infected graft. The devices were explanted. The patient tolerated the procedure and is doing well. Further information is pending.